Event description:
Device 1 of 3; reference MFR. Report: 1627487-2019-02238, reference MFR. Report: 1627487-2019-02240. It was reported the patient experienced lack of efficacy with the scs system. The patient requested the system to be explanted so other therapy options could be pursued. To address the issue, the physician explanted the patient¿s system on (B)(6) 2019.

Event description:
Device 1 of 3: reference MFR. Report: 1627487-2019-02238. Reference MFR. Report: 1627487-2019-02240.